Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from japan stating that an m530 ohx had a loss of illumination during a surgical procedure. There was no patient injury.

Manufacturer narrative:
UDI / gudid related data quality updates only.

Manufacturer narrative:
This is a final report. An investigation of the affected device revealed that the malfunction was due to a burnt ntc (r15) on the power distribution board of a 4-year-old unit. It was concluded that the defect is a random component failure. Replacing the power distribution board resolved the issue and the unit worked according to specifications.